Manufacturer narrative:
(B)(4).

Event description:
It was reported, the patient had low reservoir alarm date of (B)(6) 2013 with a low reservoir volume of 2 ml. The pump was empty as of (B)(6) 2013. The patient was in a nursing home and the alarm was not heard. The pump was delivering baclofen.

Manufacturer narrative:
Product ID 8709, lot# j11328r49, implanted: 2002 (B)(6); product type catheter. (B)(4).